Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device. Attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was felt during device removal. During removal, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, and counter-traction with an assertive pull was applied, which released the device from the tissue tract. "Minimal bleeding" occurred, requiring ten minutes of manual compression to achieve complete hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified, therefore, the device history record could not be performed.